Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 340 mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. The customer alleged there was an underlying pump issue causing the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.